Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found to exhibit premature battery depletion. No intervention was performed. Patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was set to auto-capture. The pacing was able to change based on patient requirements which can change the estimated longevity. The results of all electrical test performed did not find any anomaly, voltage is at elective replacement indicator (eri) level. Longevity assessment was performed, device exceeded the projected longevity and is considered normal battery depletion.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the pacemaker was explanted and returned. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.